Event description:
It was reported by the aci regional sales manager that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pullback. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also ruptured. The second device was removed. The patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. It was noted that the inflation indicator from both devices went down which indicated that the balloon had lost pressure. The patient was ambulated and discharged from the hospital the same day with no clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1223405) indicated that the device lot met all established performance criteria prior to shipment. See medwatch 3004939290-2012-00463 for the first device.